Event description:
2000330000-2005-8005. Low minute alarm sounded. Graphics showed leak. A hole in the exhalation tubing was confirmed. Tubing was changed. It was not confirm the reason for the hole. Pt was down to room air. No harm to the pt. No problem with ventilator as stated by customer. Customer did now know serial number of which the tubing came from.